Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The clinical data was not available for review as part of the investigation. Please reference medwatch report 1220908-2018-02028 for a similar event with the same device reported from the same customer.

Event description:
Complainant alleged that while attempting to treat a patient during transport (age & gender unknown) for cardiac arrest, the device display would not display the ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while responding to a female patient (age unknown) in cardiac arrest, the device was unable to obtain ECG signal via pads and the display blanks out. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.